Manufacturer narrative:
E1: initial reporter first name - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and turbid fluid. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized due to abdominal pain and treated with vancomycin injection (1gm, every 5th day, ongoing) and ceftazidime injection (500mg, twice daily, ongoing) for peritonitis. Two days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from abdominal pain and was recovering from turbid fluid and peritonitis. Pd therapy was ongoing. No additional information is available.